Manufacturer narrative:
Image analysis: three still images were provided for evaluation. The images are of the patients leg. In the images you can see inflammation, redness and bruising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat 6 segments of patients great saphenous vein (gsv). The blue introducer was used. Lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation and procedure without issue. Date of implant was on (B)(6) 2024. Patient began to experience discomfort approx. Two weeks post procedure on the (B)(6) 2024. Patient has pain in both treated legs in lower part of the thighs, inflammation, redness and pain, with a lump in one of them. Event did not lead to patient hospitalization and no medical or surgical intervention was needed to prevent a permanent impairment of a function. Physician prescribed anti-inflammatories/anti allergic cam and bilidren for 5 days and the symptoms disappeared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.